Event description:
Doctor was completing laparoscopic hernia repair and while removing the grasper from the trocar, the trocar broke in pieces. The doctor was able to retrieve all pieces of the trocar.

Manufacturer narrative:
The 5mm hunt secondary cannula/pyramidal trocar involved in this event has not been returned yet to coopersurgical health center has indicated the product will be returned. Upon receipt of the returned product a full eval will be performed. Once the investigation/eval is complete a f/u MDR will be submitted to FDA. Initial investigation involved a query of our complaint database which revealed on trend for trocars breaking into pieces. (B)(4).